Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: neu _unknown_prog, serial# (B)(4), product type: programmer, physician. (B)(4).

Event description:
It was reported the patient had an overstimulation sensation. It was noted the patient needed their programmer to turn stimulation down when they change positions. The reporter stated it felt like their finger was in an electrical socket and they could not turn it off. It was noted the patient did not have a rechargeable implantable neurostimulator (ins) and could not turn stimulation off with a recharger. The reporter stated this discomfort started the day they lost their patient programmer, which was last thursday when they went to lay down. It was noted the patient lost their patient programmer last thursday. The reporter stated they were looking for it everywhere and they exhausted all options. It was noted the patient¿s healthcare professional called the manufacturer yesterday and got the information to get the programmer replaced. Additional information was requested, but was not available as of the date of this report.